Manufacturer narrative:
Additional information will be provided upon investigation conclsuion.

Event description:
It was reported that when transferring a patient from a bed to a wheelchair, the left sling loop became detached from the spreader bar. The patient started to slip out of the sling and the caregiver had to support the patient and prevent the patient from falling to the floor. As a consequence of the event the patient sustained the excoriation of the patient's elbow.